Event description:
One resolute integrity drug eluting stent was implanted in the lad during the index procedure. A mi was reported to have occurred on the same day. Patient recovered without treatment.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (myocardial infarction). Evaluation: conclusion inherent risk of procedure (myocardial infarction). (B)(4).